Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information and assistance in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reoccurs.